Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. A device history record review could not be conducted since the lot number was reported as unknown. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the physical sample to perform a proper and thorough investigation. Customer complaint cannot be confirmed. Root cause and corrective actions cannot be determined. If the device sample becomes available, this report will be updated.

Event description:
Customer complaint alleges the 15mm connector came off the tube during a patient use. Customer reported the ett tube was secured using tape and continued in use. No patient harm was reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10114 et tube, cf, 7.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the connector was not pushed completely into the tube. The connector is originally seated loosely in the tube and not seating the connector firmly into the tube before use can cause it to disconnect. The IFU for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1". The reported complaint of "connector disconnected from the tube" could not be confirmed. However, further testing is ongoing in order to determine the root cause of this complaint. It was noticed that the connector was not seated completely into the tube. If it is not seated firmly into the tube, the connector could disconnect from the tube during use. A CAPA has been opened to further investigate this complaint issue.

Event description:
Customer complaint alleges the 15mm connector came off the tube during a patient use. Customer reported the ett tube was secured using tape and continued in use. No patient harm was reported.